Manufacturer narrative:
Phakic intraocular lens, product code: mta should be changed to " phakic toric intraocular lens, product code: qcb " in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial, dry with clear surgical residue/debris on the product. Visual inspection found the lens haptic broken and fibers on the lens. Claim#: (B)(4).

Manufacturer narrative:
"Dimensional inspection found the lens to be within specifications", should have been included with medwatch supplemental #2. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -18.0/+1.0/115 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was explanted due to excessive vault and significant reduction of irido-corneal angles (ica).